Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had previously experienced low speed advisory alarms in (B)(6) 2016. At the time, the patient replaced the cable, but did not come to the center. It was reported that the lvad system has produced several low speed advisory alarms since the power module patient cable was replaced. The patient was not symptomatic during the alarms. The alarms were not able to be reproduced with driveline manipulation. Significant speed decreases were observed when the patient coughed. A log file was provided to a technical services representative for review, and confirmed pump stoppage events and low speed advisory while the patient was on the power module. Submitted x-ray images of the driveline were unremarkable. The patient was provided with an ungrounded power module patient cable. A percutaneous lead (driveline) replacement has been scheduled for (B)(6) 2016. The patient will remain on the ungrounded power module patient cable until the repair takes place. The patient was asymptomatic.

Manufacturer narrative:
Device evaluation: the report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file. The information captured during these events indicate that the system was connected to the power module at the time of the event. Based on the manufacturer¿s complaint history and similar reported events, the events captured appeared consistent with a compromised wire in the patient's driveline; however, a specific cause for the low speed and pump stoppage events could not be determined. A distal end driveline replacement was performed and approximately 22 inches of the external portion / distal end of the driveline was returned. The returned portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The metal braided shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead segment was submerged in a saline bath for high potential testing and this testing did not reveal any current leakage in the insulation of any of the lead wires which would have resulted in an electrical short. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the manufacturer's technical services representative arrived onsite on 11/10/2016 to perform a driveline evaluation and the electrical continuity test did not reveal any broken wires. The entire external portion of the driveline was replaced without issue and no alarms activated when the system controller was connected to the power module using a grounded patient cable. It was reported that the patient would continue using an ungrounded patient cable while connected to the power module.